Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment experienced a surge during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessories. There was no impact to the patient.